Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, the physician deployed and detached initial ruby coils and pod coils using a non-penumbra microcatheter. While attempting to advance a new ruby coil out of its introducer sheath and into the microcatheter, the physician encountered resistance. Subsequently, the ruby coil became stuck and was unable to advance into the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using the same microcatheter, additional ruby coils, pod coils and a pod packing coil (podj). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 120.0 and 122.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Evaluation of the returned ruby coil revealed that the device was able to be advanced through a demonstration microcatheter. The ruby coil was advanced through the demonstration microcatheter and out of the distal tip with some resistance as the pusher kinks entered the microcatheter. The kinks in the pusher assembly may have occurred due to forceful advancement against resistance, once the coil became stuck as mentioned in the complaint. The root cause of the initial resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.